Manufacturer narrative:
(B)(4). Unit passed rewind and selftest however, unit failed prime/seating due to failed force sensor (230mv at zero offset). Unable to perform displacement test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarm/occlusion due to prime/seating anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer run displacement test on insulin pump and failed. The device will be returned for analysis.